Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an aviator plus .014 5.0x30 142cm percutaneous transluminal angioplasty (pta) balloon catheter remained inflated; the device could not be used. The balloon remained inflated and to remove the device, the operator needed to also damage the guiding catheter. There was no reported patient injury. The balloon was used according the instructions for use (IFU). The hospital reported the complaint to the italian competent authority (protocol number dvo-ukm5). The device is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82258235 presented no issues during the manufacturing process that could be related to the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an aviator plus .014 5.0x30 142cm percutaneous transluminal angioplasty (pta) balloon catheter remained inflated. The balloon did not fully deflate. The balloon deflated slightly, but not completely. In order to remove it, it was pulled outward. The product was removed intact (in one piece) from the patient. As the balloon was inflated, it allowed the pathology to be treated without the use of a new balloon. The problem was the removal of the balloon, as it had not deflated. The balloon remained inflated and to remove the device, the operator needed to also damage the guiding catheter. There was no reported patient injury. The balloon was used according the instructions for use (IFU). The intended procedure was reported to be a carotid stenting. There was moderate lesion calcification, no tortuosity and seventy percent (70%) stenosis. The device was used for chronic stenosis and not for a chronic total occlusion. There was no difficulty removing the product from the hoop or the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. The balloon prepped normally, maintaining negative pressure. No kinks or damages were noted prior to inserting the product the product into the patient. The contrast to saline ratio was 50:50. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter, there was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion; there was a stent in place. The catheter was never in an acute bend as there was no tortuosity in the carotid vessel. The maximum inflation pressure was nominal. The hospital reported the complaint to the italian competent authority (protocol number dvo-ukm5). The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of an aviator plus .014 5.0x30 142cm percutaneous transluminal angioplasty (pta) balloon catheter remained inflated, and the balloon did not fully deflate. The balloon deflated slightly, but not completely. To remove the device, it was pulled outward and was removed intact (in one piece) from the patient. The intended procedure was for carotid stenting. There was moderate lesion calcification, no tortuosity, and seventy percent (70%) stenosis. The device was used for chronic stenosis and not for a chronic total occlusion. As the balloon was inflated, it allowed the pathology to be treated without the use of a new balloon. The problem was the removal of the balloon, as it had not deflated completely. The balloon remained inflated and to remove the device, the operator needed to also damage the guiding catheter. There was no reported patient injury. The balloon was used according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. The balloon prepped normally, maintaining negative pressure. No kinks or damages were noted prior to inserting the product into the patient. The contrast to saline ratio was 50:50. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion, where there was a stent in place. The catheter was never in an acute bend as there was no tortuosity in the carotid vessel. The maximum inflation pressure was nominal. The device was returned; however, not received for evaluation. A product history record (phr) review of lot 82258235 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon deflation difficulty - partial or slow¿ could not be confirmed as the device was not received for analysis. The exact cause cannot be determined. The lesion was noted to have moderate calcification with a 70% stenosis, damage to the balloon catheter may have occurred during crossing or upon inflating at the lesion preventing full deflation of the device after use. Based on the information available for review, it is likely vessel characteristics, procedural and/or handling factors contributed to the event reported. According to the warnings in the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. When the catheter is exposed to the vascular system, it should be manipulated only under fluoroscopy. Deflate the balloon by pulling vacuum on the inflation device, allowing adequate time for the balloon to fully deflate prior to removal. Open the hemostasis valve as wide as possible and carefully withdraw and remove the balloon catheter from the guiding catheter while keeping the guidewire in place. Close the hemostasis valve to maintain a snug seal around the guidewire. Note: in case of post-dilatation, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Perform angiography to confirm angioplasty and/or stent post-dilatation. Remove guidewire and guiding catheter from the patient and discard the devices. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.